Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2116820: (B)(4) items manufactured and released on 08-feb-2022. Expiration date: 2027-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department. A revision surgery was performed about 9 months after the implant of a gmk-hinge (in turn revision surgery due to laxity of the previous implant). The patients complained of pain and the feeling of a loose body in the knee. The surgeon determined that the post screw was broken. From the available x ray image, we can see that the screw or one fragment of it has been displaced to an undefined position and that the femoral and tibial components have disassembled, so the system is no longer constrained. With the information at hand it is difficult to determine the cause of the breakage. The surgeon revised the liner and retrieved all fragments, completing the procedure successfully. At this point the system has been fully restore and no further clinical consequences are expected. Pictures analysis performed by r&d project manager. Revision surgery of a gmk hinge tibial insert for pain, about 9 months after primary surgery the hinge post screw was found loosened in the joint. Pictures of the explanted hinge post and relative secure screw have been sent for investigation. The hinge post secure screw looks broken in its threaded shaft. We can see only one part of the screw that is its head and the first stretch of the threaded shaft. The remaining part of the screw is not present in the picture and is not inside the post; therefore it is most likely that the screw broke when it was already loosened in the joint and recovered during the revision surgery. No other elements potentially relevant for the event can be noted on the 2 components. It is not possible to determine the root cause for this unlikely and undesired event. The usage of the torque limiting screwdriver, mandatory for this application, has been confirmed and we can suppose it was properly used. We can only suppose that the hinge post was not well connected to the femoral component before its fixation with the screw, but there is no evidence in support of that hypothesis. Reason for unscrewing remains unknown. From preliminary investigation there is no evidence that the event is related to a faulty device.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On 1 (B)(6) 2022,the patient reported pain and laxity. The pcl (posterior cruciate ligament) and mcl (medial collateral ligament) were found to be compromised, therefore the surgeon decided to revise the femoral component and the liner to switch to a constrained prosthesis. On (B)(6) 2022, the patient came in showing signs of instability and dislocation due to a compromised mcl. The surgeon decided to remove all implants and implant a hinge knee. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came to the ER reporting pain and the feeling of a loose body in the knee. Upon reviewing x-rays, the surgeon determined that post screw was broken and a new one needed to be implanted. 6 nm torque limiter was used for the post screw insertion. The surgeon revised the liner and retrieved all fragments. A new liner (with a new post) has been implanted and the surgery was completed successfully.